Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical and emergent food intervention. The consumer called to report she "received readings that were too high and causing my blood glucose to drop and emts to be called". At 2:30pm on (B)(6) 2014, the consumer performed a blood glucose test getting a result of 223 mg/dl. Based on that result, the consumer administered 2.9 units of glucose and an add'l 3.0 units to balance the carbs in her lunch. At 7:42pm, approx five (5) hours later, the consumer reported she just woke up after being unconscious and performed another blood glucose test getting a results of 30 mg/dl. The consumer's spouse called for the emts. However, the consumer was not able to provide any of the emt's reading results, but did report she had a sandwich to help raise her blood glucose level. The consumer could provide any further info regarding the reported event.

Manufacturer narrative:
The meter will be returned for eval. The test strips were used up by the consumer. Nova medical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.